Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated into organs. Approximately eight years four months post vena cava filter deployment for a contraindication to anticoagulation, a computed tomography scan demonstrated a tilted filter with limbs extending beyond the confines of the inferior vena cava wall. Two months later, using multiple devices via femoral and jugular access, the filter was removed in its entirety. There was no evidence of extravasation or other complications. The patient was hemodynamically stable at the conclusion of the procedure. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and four months post filter deployment, computed tomography (CT) revealed that the filter appeared to be in the infrarenal location. The filter legs have protruded from the walls of the vena cava into the surrounding retroperitoneum and adjacent surrounding structures such as duodenum, aorta and one leg which appears to have a small erosion into an adjacent vertebral body. The cone of the filter not only appears to be incorporated into the wall of the inferior vena cava but also possibly through the wall. Eventually one month later, the patient presented for filter retrieval. Subsequently venacavagram revealed significant tilt of the filter with limbs extending beyond the caval wall. Multiple filter retrieval attempts at endovascular management were unsuccessful. Again, a month later, filter retrieval and placement of another permanent filter was scheduled. The filter apex was captured into a 10 french sheath using a catheter and wire; however, attempts at removal were unsuccessful. Deformation of the distal aspect of the 10 french sheath was noted to have contributed to the inability to remove the filter; therefore, femoral access was gained and a 6 mm x 4 cm pta balloon was advanced to the ivc to assist in displacing the filter from the caval wall. A 10 french sheath was modified and advanced at the jugular access site over the cone of the filter. The filter and 10 french retrieval sheath were removed in entirety and noted to be deformed but intact. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, material deformation and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (device code 2976). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed in the infrarenal ivc without incident for a contraindication to anticoagulation. Approximately eight years four months post filter deployment, a CT scan demonstrated filter limbs protruding from the ivc wall into the surrounding retroperitoneum and adjacent to the duodenum, aorta and a vertebral body. The filter apex also appeared to be embedded into the ivc wall. There was no evidence of inflammation or other abnormalities. Approximately eight years seven months post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein using a micropuncture technique and a venacavagram demonstrated significant tilt of the filter with limbs extending beyond the caval wall. There was no visible thrombus and conventional cava anatomy. The filter apex was captured into a 10 french sheath using a catheter and wire; however, attempts at removal were unsuccessful. Deformation of the distal aspect of the 10 french sheath was noted to have contributed to the inability to remove the filter; therefore, femoral access was gained and a 6 mm x 4 cm pta balloon was advanced to the ivc to assist in displacing the filter from the caval wall. A 10 french sheath was modified and advanced at the jugular access site over the cone of the filter. The filter and 10 french retrieval sheath were removed in entirety and noted to be deformed but intact. Fluoroscopic images of the right mid-abdomen demonstrated no detectable retained foreign body. A venacavagram demonstrated no evidence of extravasation or other complications. Next, a permanent ivc filter (other manufacturer) was deployed in the infrarenal ivc via femoral access. Fluoroscopic images demonstrated a satisfactory, complete deployment. The sheaths were withdrawn and pressure was held for hemostasis. The patient tolerated the procedure well and was in stable condition at the conclusion of the procedure. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in the infrarenal ivc for contraindication to anticoagulation. Eight years and four month post filter deployment, a CT scan identified the filter limbs to be protruding from the ivc wall into the surrounding retroperitoneum and adjacent to the duodenum, aorta and vertebral body. The CT scan also identified that the filter apex was most likely embedded into the ivc wall. Eight years and seven months post filter deployment, a filter retrieval procedure was performed with difficulty. Based on the provided medical records, the investigation can be confirmed for filter tilt and filter limb perforation. Additionally, based on the medical records the investigation can be confirmed for difficulties removing the filter. The removal difficulties were likely the result of the apex being embedded in the cava wall. The root cause of the tilted filter and perforation of the ivc wall is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition only use the recovery cone® removal system to remove the g2 filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight years four months post vena cava filter deployment for a contraindication to anticoagulation, a CT scan demonstrated a tilted filter with limbs extending beyond the confines of the ivc wall. There was no evidence of inflammation or other abnormalities. Two months later, using multiple devices via femoral and jugular access, the filter was removed in its entirety. There was no evidence of extravasation or other complications. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.